Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during procedure, the clip was deployed; the handle was closed and when attempted to opened back, the handle fell off the catheter. The clip was fully deployed onto the polyp removal site but did not detach from the catheter. Attempts to release the clip from the catheter were done for about ten (10) minutes. Multiple devices were inserted into the catheter; eventually, a rigid dilating wire was used to knock the clip off and the procedure was completed during this time. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(6). Investigation results: a visual examination of the returned resolution clip device found that the clip was fully deployed, and the clip was not returned with the device. A kink was noticed in the control wire and coil. The control knob (slider) was not returned. It was also noted that the control wire was removed from the coil which was cut near the handle. The yoke was stuck in the bushing. These failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during procedure, the clip was deployed; the handle was closed and when attempted to opened back, the handle fell off the catheter. The clip was fully deployed onto the polyp removal site but did not detach from the catheter. Attempts to release the clip from the catheter were done for about ten (10) minutes. Multiple devices were inserted into the catheter; eventually, a rigid dilating wire was used to knock the clip off and the procedure was completed during this time. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.